Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated there was something wrong with their pump. It was unknown if external factors contributed to the issue. No actions/interventions or diagnostics/troubleshooting were performed. It was unknown if the issue was resolved and it was unknown if surgical intervention was planned.